Manufacturer narrative:
(B)(4). A tear at the edge of the crimp slug was noted between the ring electrode and the shock coil. (B)(4).

Event description:
This report is to advise of an event observed during analysis.